Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing from the guiding catheter was confirmed. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation difficulty; however the reported resistance with the guiding catheter and patient effect appears to be related to the circumstance of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of hypotension is a known observed and potential patient effect as listed in the nc trek global instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, non-tortuous, proximal left main artery in an elderly patient. After successful placement of a 4.0 x 8 mm unspecified stent implant in the lesion, the 5.0 x 8 mm nc trek balloon catheter was advanced for post-dilatation of the stent and inflated to 18 atmospheres; however, was unable to be deflated. On the second inflation the balloon could only be partially deflated; however, it obstructed the left main causing hypotension. The balloon catheter was retracted by pulling the partially inflated balloon back into the ascending aorta. The partially inflated balloon was unable to be retracted into the guiding catheter to reach the sheath. Additional saline was added to the 50/50 contrast mixture, the balloon was reinflated and the balloon eventually fully deflated successfully and was removed from within the stent and from the anatomy. The hypotension spontaneously recovered without treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.